Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A correction is being made to the initial report. The customer's original complaint of image issues is a potentially adverse event. The image issues were not confirmed during inspection. The root cause of the event cannot be identified. See additional problem code in h6. Based on the results of the investigation, the keyboard and front panel failure occurred due to the faulty front panel unit. Since no further information was available, we could not identify the cause of the faulty front panel unit. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that the evis exera iii video system center display intermittent image. The event occurred during preparation for use. During a standard service inspection of the customer returned device, a front panel failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, snowy image with the 180 scopes due to a faulty distribution panel board was noted. In addition, lint, debris, moisture invasion on video connector pins, corroded picture in picture connector, keyboard/front panel failure due to faulty front panel, and exposed metal on the top cover/bottom chassis were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.